Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4).

Event description:
Post operative adverse result. It was reported, "pt states that she is experiencing pain and numbness in her knees when standing or walking. In (B) (6) 2007, surgeon advised that she have her hip replaced which would alleviate the pain. She had the hip replacement surgery in (B) (6) 2007. The pain still exists, did not help".